Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, serial# implanted: explanted: product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began the trial on (B)(6) 2013 and she had some discharge at the lead site. The health care provider (hcp) saw it but it was nothing he had not seen in other trial patients. The patient was getting therapeutic benefit and doing well but then reported pain later on (B)(6) 2013 at an unknown location. The pain got bad enough that the patient went into the emergency room (ER) and was diagnosed with retroperitoneal hematoma. The hcp described it as the "size of a loaf of bread" or about nineteen centimeters long. The patient was airlifted to the hospital on the friday night prior to the report. The patient was anxious from stress of the event and was put into the intensive care unit (ICU). The patient was "coded" on (B)(6) 2013 and intubated. The hcp thought she may have had a heart attack. The patient had some relevant health history and may have had congestive heart failure prior to the trial. The patient was on lovenox, stopped on (B)(6) 2013 for the trial and restarted on (B)(6) 2013. The hcp wanted to know if the lead should be removed and if this was something that could be related to the trial. Later that day, it was reported that the patient underwent interventional radiologic embolization of the suspected bleeding vessels and was to have additional procedures done. The patient was still critically ill and perhaps in shock from blood loss and sequestration. The patient was reportedly also taking enoxaparin, but it was uncertain whether it was acute or longer term. The hcps, in retrospect, believed that the patient's drug therapy may very well have been related to the occurrence and/or severity of her adverse event. The next day, it was confirmed that the patient had a history of afibrillation and pulmonary embolism which was why she was taking lo venox. The patient was still in the ICU on a tube and had not urinated in three days, so dialysis was considered. The stage 1 procedure went smoothly with no issues and there was no problem finding "s3." It was thought that the patient had a second site that was actively bleeding so she was taken in for scans twice the day prior to check. Two days later, it was reported that patient was placed on continuous dialysis on the day of the report and was still not breathing on her own. Later that day it was reported that the patient had passed away the night prior. Even later it was reported that the patient "apparently" died from hypovolemic shock after an office-based implant of a lead that caused retroperitoneal hematoma. It was then reported that this was not an office-based procedure but a stage 1 done in the operating room. Two and a half weeks later, it was reported that the patient had medical history of congestive heart failure, rheumatoid arthritis, pulmonary embolism in 2009, atrial fibrillation, so patient was on coumadin, gastroesophageal reflux disease, asthma, hyperlipidemia, hypertension, and chronic obstructive pulmonary disease. The patient was on chronic coumadin therapy and was placed on a lovenox bridge by her hcp in preparation for the device. The patient stopped her coumadin and started bid dosing of lovenox which she stopped two days prior to the procedure. Interventional radiology reported "free flow of contrast into the retroperitoneum from the inferior, lateral sacral artery" and "successful embolization of the right lateral sacral distal vessels which had previously been bleeding." It was unknown if an autopsy was performed. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the health care provider (hcp) did not know the "timing of coumadin withdrawal" as this was managed by a different hcp. Two and a half weeks later it was reported that an autopsy was not performed. It was also noted that the device was not removed.